Event description:
The video system center was returned to the service center with no customer allegation. This does not indicate an MDR reportable event. However, medical device regulations reportable failure was found during testing at the service center. During inspection of the device, it was found that the red-light emitting diode for pen drive was not glowing. There was no patient involvement.

Manufacturer narrative:
The date of event is unknown. A supplement report will be submitted if provided. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: red light emitting diode for pen drive indication not glowing due to faulty printed circuit board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.